Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also analysis of the device memory indicated the criteria for rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: dvbb2d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device alarmed due to noise and an increase in short v-v intervals of the pacing lead. Additionally, the r wave was noted to be "small." It was also reported the coil of the right ventricular (rv) lead "was involved in the far field sensing circuit." Re-programming was performed and following, the pacing lead was capped and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.